Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how was the device removed from the tissue? Attempt to open device with manual release resulted in switch breaking off in surgeons hand. Did the jaws eventually open? Yes, although surgeon not clear how it ultimately opened up. Surgeon said this has happened in the past and he will leave the broken powered echelon on the patients tissue, use a new stapler to complete the cut and deliver staples and remove original defective stapler with the tissue. Only with powered echelon devices has this occurred. It is not known what the reporting status of prior device failures are. How was the procedure completed? New stapler used. Was there any patient consequence? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. What color cartridge was being used? Green was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No.

Event description:
It was reported that during a thoracic procedure, a powered echelon was stuck on tissue and customer asked for assistance. Once transferred to or room, the device was already released. The customer was asked if it was the anvil release button or the button on the side for the thumb. She stated that is what it seemed to be. It is unknown how the procedure was completed. There were no patient consequences reported.